Event description:
Information was received from a healthcare provider (hcp) regarding and patient receiving intrathecal hydromorphone at unknown concentration/dose via an implantable pump for non-malignant pain. It was reported that the hcp at the hospital where patient was inpatient stated that the patient was in the hospital due to chest pain and starting yesterday ((B)(6) 2024) the patient was clinically showing signs of withdrawal. It was unknown who the doctor was that manages the pump, if the pump was due for a refill and no alarms had been reported. The hcp stated the patient reported she had a magnetic resonance imaging (MRI) but the medical notes did not show a MRI so that was unclear. The hcp asked for pump to be interrogated.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.